Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per preliminary pre-decontamination evolution, the distal part of the balloon was folded over the nose tip, and a full radial burst was confirmed. There were missing balloon pieces on working length of the balloon. Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The edwards commander delivery system was returned to edwards lifesciences after being used in the procedure, fully inserted through loader assembly and esheath. The delivery system was returned in locked and partially flexed position, no fine adjust was used. There was a slight bend on the proximal balloon shaft likely due to returned packaging condition. No relevant photographs, videos, or imagery were provided for review. The delivery system was visually inspected. The distal part of balloon folded over the nose tip, full radial burst was confirmed. It appears to be missing balloon pieces on working length. Delivery system was returned in partially flexed position. The complaint was confirmed through visual inspection. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. The ¿annulus¿ may refer to a patient¿s native annulus (in the aortic, pulmonic, mitral, or tricuspid position), or a previously implanted thv, surgical valve, or ring in the aortic, pulmonic, mitral or tricuspid position. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the annulus when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty-through sheath¿, and ¿balloon ¿ separated¿ were confirmed based on visual inspection of the returned device. Review of manufacturing mitigations, dimensional measurements (the balloon wall thickness was within specification), and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event. In this case, available information supports that patient (aortic annulus calcification) and procedural factors (withdrawal of a burst balloon) likely led to the reported events. There is no evidence of device malfunction or manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the sapien 3 valve by tf approach in aortic position, the commander delivery system balloon burst. Despite this, the valve was well implanted. Difficulties were encountered while retrieving the commander system as the balloon did not enter the esheath. Therefore, a surgical intervention was needed in the groin area to remove the commander delivery system. Post procedure, the patient was extubated and was doing well.